Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image noise. A root cause could not be identified. Based on the results of the investigation, no problem was detected related to the customer¿s allegation. Regarding the reportable issue found during the device evaluation, the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screen of the gastrointestinal videoscope was blue when powering on. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.